Event description:
Spontaneous call- pump malfunction. Pt confirmed pump rate of 58 ml/24h. States she uses 2-1.5 mg vials/veletri per day-cadd legacy pump serial number (B)(4) and serial number (B)(4) are not working properly, she thinks it is leaking out of the filter on both pumps. Has pump currently running and stated she was able to play with the pump and stop the leaking. Pt's central line was replaced (B)(6) 2021. Patient also states she was making a mix last night and when she went to remove the air from the cassette, it exploded (lot# 4120067) pt is 8 hours away from the nearest hospital that dispenses veletri and does not have a drivers license either. Requesting 2 replacement pumps be couriered to pt. Maintenance dates unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.